Event description:
Info was obtained from a study titled "the present status of laparoscopic abdominal incisional hernia repair and clinical outcomes of the pts undergoing laparoscopic abdominal incision hernia repair." On 7 february 2011, per the study publication the mesh was implanted in the pt and fifteen months later the pt experienced lower abdominal pain. Per the study publication, a laparoscope revealed mass with mucus at the lower part of the mesh and the physician surgically resected only the mass. The resected mass was examined and (B)(6) was detected. The pt recovered and was discharged. Per the study publication the physician considered that the pt was infected during the operation.

Manufacturer narrative:
We are in the process of performing the investigation. A f/u report shall be submitted upon completion of the eval.